Event description:
A 3.0mm diameter by 24mm length s670 stent delivery system was inserted for treatment of a 90% lesion in the right coronary artery. The lesion was pre-dilated with a 2.5mm diameter ptca balloon. The stent was unable to cross to the severely calcified target lesion, therefore it was pulled back from the coronary artery. Upon removal of the stent delivery system at the femoral sheath, the stent dislodged onto the guidewire. The femoral sheath was exchanged for a larger sheath and subsequently the undeployed stent was snared and removed from the pt. The target lesion was successfully treated with another s670 stent. There was no add'l clinical sequelae reported related to the event. The lesion not being pre-dilated 1:1 and the calcification of the lesion contributed to the event.